Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Upon examination of the returned photo, four sealed and one opened package show the syringe inside the package and missing all its scale markings. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle experienced scale marking missing. The following information was provided by the initial reporter: plastipak 3ml syringe luer-lok tip with blunt fill needle 18g x 1 1/2" are blank, they have no measurements on the syringe, missing ink.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle experienced scale marking missing. The following information was provided by the initial reporter: plastipak 3ml syringe luer-lok tip with blunt fill needle 18g x 1 1/2" are blank, they have no measurements on the syringe, missing ink.